Event description:
From the call center: I am having nausea and vomiting all over again. I been calling for a couple days now. I really need a callback. Patient had battery replaced after n/v symptoms returned. Explanted device was discarded. No further action to be taken.